Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived they tested the consumer using the nova max meter getting a result of 133 mg/dl and when they used their own unknown meter they received a result of 30 mg/dl. The difference in the readings was determined to be clinically significant. During the call to customer support, it was revealed that the consumer has never performed a control solution test on test strips to check their integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of the call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.